Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm, tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to replicate nor confirm the customer reported complaint. The 8mm, tip-up fenestrated grasper instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Furthermore, the he 8mm, tip-up fenestrated grasper instrument was installed and removed from the system several times with no issues. The instrument was deemed was fully functional. Fa also noted the instrument was found to have various scratch marks with light material removed on the main tube. This failure is typically caused by mishandling/misuse. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system and instrument logs for the event date of 29-oct-2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system nor instrument logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a staple got stuck in the wristed area of the 8mm, tip-up fenestrated grasper instrument jaws. Bleeding from a vessel was observed after it was allegedly caused by the staple that was stuck. A backup instrument was installed and the procedure was completed with no reported injury.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure, a staple got stuck in the wristed area of the 8mm, tip-up fenestrated grasper instrument jaws. Bleeding from a vessel was observed after it was allegedly caused by the staple that was stuck. A backup instrument was installed and the procedure was completed with no reported injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical territory associate (cta), who spoke with the surgeon, regarding the reported event: during the procedure, the surgeon had used an unspecified stapler instrument. Later, as the surgeon was ¿skeletonizing a vessel¿, a malformed staple (formed ¿b-shape¿ on one side of the staple but ¿no formation¿ on the other side of the staple) got caught in the wrist of the 8mm tip-up fenestrated grasper instrument. The malformed portion of the staple ¿punctured/scratched¿ an unspecified vessel; however, there was, ¿little to no bleeding¿. The bleeding stopped after applying pressure with the gauze sponge. A backup 8mm tip-up fenestrated grasper instrument was installed to proceed with the procedure. The procedure completed as planned with no reported injury.